Event description:
The iab was inserted in the pt but perfusionist was unable to obtain blood flow thru the catheter as the tip seemed clogged. Guidewire was inserted, problem still existed. Iab removed and replaced w/competitors iab. Competitors guidewire was inserted in iab afterwards and will be returned as is.